Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported device could not be conducted because the lot number was not provided. The patient effect of vascular injury (tissue damage) is listed in the perclose proglide instructions for use as a potential adverse event of use of the device. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow-up will be submitted with all relevant information. Na.

Event description:
It was reported during an interventional ablation procedure a 6f sheath was advance with the guide wire in a common femoral vein; however, resistance was felt and the sheath and guide were not advanced anymore. When attempting to remove the guide wire, it became stuck and a cut down was performed to remove it. Reportedly, it was noticed that the tip of the guide wire had the sutures of a previously used proglide device from a prior procedure performed on (B)(6) 2020 where the sutures had achieved hemsotasis. A vein patch was applied as there was tissue damage. Hemostasis was achieved via surgical suturing. No additional information was provided.